Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. A system check completed on 03/14/2008 conformed to specifications. The customer stated the five replicate precision test of the patient's sample was performed following the system clean routine. A review of archive data, collected on 03/19/2008, showed a daily system clean had not been performed. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-02286, 02325, 02326, 02327, 02328.

Event description:
The customer reported erroneous troponin I (accutni) results from one of two samples for one patient involving unicel dxl 800 access immunoassay system. This is report number six of six referencing system serial number (B)(4). The customer noted the results were in the risk stratification reference range. It is not known if the patient sample was retested. It is unknown if the erroneous results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. Additional information was not provided by the customer.